Event description:
Excision of wound opening with culture and reclosure. Heavy growth of staph, left breast. Pt placed on bactrim ds.

Event description:
Excision of wound opening with culture and reclosure. Heavy growth of staph, left breast. Pt placed on bactrim ds.